Event description:
A report was received that the patient was not experiencing adequate coverage. It was discovered that the paddle lead had high impedance readings. The physician decided to explant the entire system. During the explant it was noticed that two contacts on the paddle lead were loose. The patient is doing well following the explant.

Event description:
A report was received that the patient was not experiencing adequate coverage. It was discovered that the paddle lead had high impedance readings. The physician decided to explant the entire system. During the explant it was noticed that two contacts on the paddle lead were loose. The patient is doing well following the explant.

Manufacturer narrative:
The returned product investigation for the paddle lead confirmed the complaint. Visual and x-ray inspection of the lead revealed all cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. In addition, visual inspection showed electrode # 16 is dislodged from paddle end of lead. The broken cables resulted in the reported complaint of high impedance. The returned ipg passed visual, performance and electrical tests performed. The complaint of high impedances could not be duplicated. Various test leads were inserted in both ports. Impedance readings were within normal range. The ipg exhibits normal device characteristics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial#: (B)(4), description:precision implantable pulse generator (ipg).